Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9351789. We received documentary investigation from our subcontractor: the probable root cause of this issue was a problem with balloon¿s raw material. The root cause cannot be confirmed as the sample has been discarded. Checking the quality databases revealed one non-conformity possibly related to the described defect and a monitoring corrective and preventive action. The trending for balloon bursting is specifically monitored. A similar case study was perfomed based on same item number ha6108xx and same defect [pierced/burst balloon] over last four years, no similar case was found. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to additional available information, the catheterization route was urethral. The balloon was not tested prior to use. The mediset kit was used for lubrication and 3ml of saline solution was used as inflation liquid. There was no clinical consequence associated with the incident.

Event description:
According to the available information the balloon was punctured because it did not inflate. No injury to the patient.